Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-08007. It was reported the patient had an explant of the implanted device. Attempts were made to obtain more information and whether there was any alleged malfunction of the device. No further information was available at the time of this report.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.